Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the left ventricular lead - lv exhibited muscle stimulation. The lv lead was capped and replaced (B)(6) 2022. The patient was in stable condition.